Manufacturer narrative:
Insulin pump received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer reports that reservoir was unable to lock in place. Customer was advised to discontinue use of the pump and to revert to backup plan. Insulin pump will be returned for analysis.